Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideosocpe had an image problem when connecting to the tower; a scope communication error 216 occurred and the image was not stable. There were no reports of patient harm.